Manufacturer narrative:
Although requested, no additional information has been provided regarding contents of the device, total fill volume, or diluent used. Return of the sample is pending further information from the reporter. Similar incidents have been received for this product family. This incident has been communicated to the responsible baxter personnel to review and determine if this data is within the expected level of occurrence. The result of this review will be communicated in a follow up medwatch when available. A batch review was conducted for lot#04k001 which revealed that no aberrances were observed during the manufacture of this lot.

Event description:
Vague report received from baxter in which a customer reported an alleged overinfusion. According to baxter, the infusion was completed in 5 days instead of the planned 7-days. Although requested, no additional information has been provided regarding the contents of the device. No patient injury was reported.